Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00654 / 00656).

Event description:
It was reported patient underwent a distal radius hand fracture procedure on (B)(6) 2014. During the procedure, the head of a smooth peg was sitting too proud on the plate. Upon removal, three peg drivers fractured and the screw would not disengage. The plate was removed and replaced in order to complete the procedure. A thirty to fifty minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause was determined to most likely be due to improper depth values obtained with depth gage and/or angulation of peg during insertion.